Event description:
It was reported that the patient's knee feels like "sandpaper" when he goes downhill or declines stairs.

Manufacturer narrative:
The primary operative notes were reviewed with no issues noted. The knee was carried through range of motion with trial components and the patella appeared to track properly; the knee appeared to be in proper alignment, stability, and fit. X-rays dated (B)(6) 2011 and (B)(6) 2013 were reviewed but were inconclusive according to the reported issue. The gap in flexion and extension appears to be balanced, and the components appear to be in alignment. However, zimmer employees are not health care professionals and are unable to provide medical advice based on x-rays. Rehabilitation protocol and adherence thereto is unknown. A definitive root cause cannot be determined with the information provided. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.